Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent the surgery via tka for oa for both sides knee joint with attune mi dist block, steinmn pin and power tool in question. The surgery was performed on the right knee, then the left knee. The surgeon attempted to insert the steinmn pin in question into the attune mi dist block in question during the distal femoral osteotomy early in the surgery on the right side. Then, the steinmn pin in question broke off at the joint with the pin adapter. The surgery was then proceeded with an alternative pin adapter, and there were no effects such as surgical delays. During surgery on the left side, the similar event occurred as on the right side. On the left side, no burrs remained in the attune mi dist block in question and only the steinmn pin in question was broken off. (Two instrument sets were prepared.) It was not considered to be a situation where there were originally burrs in the pinholes or the pins themselves. The cause of the problem was thought to be that the steinmn pin in question was not inserted parallel to the pinhole when the power tool was used to insert the steinmn pin in question, and an attempt was made to insert the pin by applying excessive force at an angle. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. *remarks: (B)(4). Are involved with the same event. (B)(4) (joint): attune mi dist block and steinmn pin (B)(4). (Pts): power tool

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2024, the patient underwent the surgery via tka for oa for both sides knee joint with attune mi dist block, steinmn pin and power tool in question. The surgery was performed on the right knee, then the left knee. The surgeon attempted to insert the steinmn pin in question into the attune mi dist block in question during the distal femoral osteotomy early in the surgery on the right side. Then, the steinmn pin in question broke off at the joint with the pin adapter. The surgery was then proceeded with an alternative pin adapter, and there were no effects such as surgical delays. During surgery on the left side, the similar event occurred as on the right side. On the left side, no burrs remained in the attune mi dist block in question and only the steinmn pin in question was broken off. (Two instrument sets were prepared. It was not considered to be a situation where there were originally burrs in the pinholes or the pins themselves. The cause of the problem was thought to be that the steinmn pin in question was not inserted parallel to the pinhole when the power tool was used to insert the steinmn pin in question, and an attempt was made to insert the pin by applying excessive force at an angle. This patient was male, and his bone quality was probably good and hard. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. Remarks: (B)(4). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the pin was broken from the connection end. The broken fragment was returned. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pfc 3inhdles steinmn pin would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.